Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called in and repeated the same therapy issues. The patient also mentioned having a fall again in (B)(6) 2023. The patient states their doctor did a cystoscopy last week, and their issues with their bowels started right before then. The patient states their bladder issues started when their catheter was taken out in 2021. The agent reviewed approved indications and also knew about adverse events with therapy. The patient states they are currently feeling stim in their pelvic area but not in the bike seat area. The agent reviewed the option to switch programs and recommended having the device checked by the managing doctor to rule out any device damage from falls.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since getting their newest ins nothing was helping they were just gushing and had 19 infections this year. Pt said their hcp retired and they have been seeing several other doctors; an hcp did CT scans of their bladder and another doctor told them to turn it off while they were doing purewick and lasix (because they were retaining a lot of fluid) and their blood pressure was high. Worked with pt to synch with their ins and activate MRI mode, pt noted their name did not show but their correct serial number showed. Pt chose to leave their stimulator in MRI mode because it was already off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.